Event description:
Additional information received reported that a trickle charge was performed and the patient got a full charge after three 60 minute countdowns.

Event description:
It was reported that the patient had not been able to use her system over four months prior to the report, but due to other medical issues, she didn¿t have time until now to address the spinal cord stimulator (scs) issue. The patient met with the manufacturer¿s representative (rep) on (B)(4) who did something to get her system going again. The following day she was unable to adjust stimulation and the display on the patient programmer (pp) showed the ¿call your doctor¿ icon and a power on reset (por) condition was reported. It was noted this was a warning por which could not be cleared with the pp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n256630, implanted: (B)(6) 2010, product type accessory; product ID 3 7752, serial # (B)(4), product type recharger; product ID 37092, lot # 255730001, implanted: (B)(6) 2010, product type accessory; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).